Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Further information was requested. Images are going to be provided for analysis.

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2017, a proximal type I endoleak was determined and a gore excluder aa endoprosthesis aortic extender component (pla280300/13691284) along with a left renal chimney stent and endoanchors were implanted. There is no sequel regarding this patient. Further information was requested.

Manufacturer narrative:
Correction: please note that the information provided earlier was incorrect and not related with this event. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on an unknown date in (B)(6) 2017, the physician discovered a proximal type I endoleak from the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt281416/ (B)(4)). The cause of endoleak was unknown. Reportedly, the device was used according to the gore® excluder® aaa endoprosthesis instructions for use, and there was nothing in patient¿s anatomy that caused or contributed to the event. On (B)(6) 2017, a gore® excluder® aaa endoprosthesis aortic extender component (pla280300/(B)(4)) was implanted proximally along with a gore® viabahn® endoprosthesis for the left renal artery as a ¿chimney¿ procedure. Endoanchors were also implanted to fix the endoleak. The patient tolerated the procedure.